Event description:
Customer reports his friend attempted to test his blood glucose on the advantage sys while he was having low blood glucose symptoms, but was unable to obtain a value. Customer's friend called emt's; blood glucose result on emt's meter was 24 mg/dl, and he was treated with a glucose injection. Requested return of suspect device and replacement was sent.